Manufacturer narrative:
Additional narrative: correction: upon further investigation, it was determined that MFR# 8030965 - 2017 - 12028 is a duplicate of MFR# 8030965 - 2017 - 10633. Reference MFR# 8030965 - 2017 - 10633 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the trinkle quick coupling reaming speed device was not working properly during use on a patient. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.